Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the screw broke during fixation and no pieces remained in the patient.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. Alleged failure: screw broke. Probable root cause: design. Wrong tap material selected. Tap tip geometry not designed for easy insertion. Tap not designed for compatibility with guide wire. Process: instrument(s) manufactured out of specification. Application: user not applying force properly on tap. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the screw broke during fixation and no pieces remained in the patient.